Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On 04/25/2016 a second medtronic representative performed an imaging system check-out, all areas passed. No issues found. Communication worked properly. System performed as intended. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site alleged their imaging system would not communicate with two of their navigation systems. The first imaging system was removed and replaced with a second navigation system, however, neither set-up resolved the issue. A second imaging system was brought in to continue the procedure to completion. Issue was resolved. Delay in therapy was 15 minutes. There was no impact on patient outcome.